Event description:
It was reported that a malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer had not addressed their bg at the time of troubleshooting. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.